Event description:
Event was reported to (B)(4) by an attorney. The pt has suffered erosion into the vaginal cavity, chronic discharge, chronic urinary tract infection, malodorous urine, pelvic pain, painful intercourse, chronic post intercourse discharge, incontinence, and tail bone pain. No further info has been provided.